Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-12-23. It was reported that patient had a lead revision on (B)(6) 2019. The patient said that the hcp that performed her original surgery was not a surgeon and he "really really hurt" her. The patient said she was "almost an invalid" after her original implant surgery. Pt said her pain lasted a year and she was in a wheel chair. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, (B)(4), product type: lead; product ID: 977a260, (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they have been experiencing a new terrible pain where the implantable neurostimulator (ins) is located. They stated that when they lie down and touch their implant area, they are in horrible pain. The patient wanted information on how to get their ins removed. They stated that their healthcare provider (hcp) thinks that the ins is hitting a nerve. The patient stated that the manufacturing representative (rep) has helped them in the past and knows of their current situation because they were instructed to shut the stimulation off. They mentioned that they have had their implant off for about a week and a half and needs an MRI. Patient services reviewed recharging the ins. No further complications were reported or anticipated. Additional information was received from a manufacturing representative (rep) and a healthcare provider (hcp). It was reported that the patient had a lack of efficacy. The rep stated that the doctor took an x-ray of the lead placement, and it was confirmed that both of the patient¿s leads have migrated and pulled to a lower vertebral level. They mentioned that the issue was possibly due to patient compliance post-surgery. The rep also stated that the patient describes pain at the ins site. No actions have been taken. It was stated that surgical intervention is planned, but not yet scheduled. No further complications were reported or anticipated.